Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert for non sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made.